Event description:
Senseonics was made aware of an instance where the patient developed infection at the insertion site. User felt inserted site sensitive to touch, warm and swollen. User felt pain to place transmitter over inserted area. Sensor was removed from the inserted arm.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing documentation revealed that the sensor lot met sterilization requirements before release. Potential for developing infection at the insertion site is a known anticipated adverse event. Infection at insertion site is a known and anticipated potential adverse effect. Furthermore, sensor was removed from the patient to treat the infected area. Also, the user decided to get a new sensor inserted to other arm to continue using ever-sense continuous glucose monitoring (cgm) system.